Event description:
It was reported that on (B)(6) 2022 a 25mm amplatzer pfo occluder was implanted into the patient. During the procedure, the device embolized into the descending aorta. The device was snared and replaced with a 30mm amplatzer pfo occluder. The left atrial disc of the new device was deformed into a bulbous shape and was replaced with a 35mm amplatzer pfo occluder. The 30mm replacement was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Nab1 adverse event/product problem: adverse event removed. B2 outcomes attributed to ae: required intervention removed. H1 type of reportable event: updated to malfunction.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was an angulation in the delivery system, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022 a 25mm amplatzer pfo occluder was selected for implant. During the procedure, the device embolized into the descending aorta. The device was snared and replaced with a 30mm amplatzer pfo occluder. During the implant of the 30mm device, the left atrial disc was deformed into a bulbous shape. The device wasn't implanted and was replaced with a 35mm amplatzer pfo occluder, which was successfully implanted. There was no clinically significant delay in procedure reported and no adverse patient effects. Subsequent to the previously filed report, additional information was received that the patient is reported to be stable. It is believed that the 25mm amplatzer pfo embolized due to using the wrong size, and poor placement. It was also noted that the patient had tortuous anatomy. It became known interprocedurally that the device embolized. For the 30mm amplatzer pfo occluder, the device was not released inside patient anatomy, there was an angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment.